Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The following cosmetic damage was also found: a broken battery tube thread, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners, and a cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 1.9 mmol/l. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.